Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor who reported that the patient had pain at the implant site when they had a uti. The caller confirmed that was diagnosed with a uti, but did not provide the strain of the infection. Additionally, the consumer indicated that the day prior to the call the patient had a "mishap" with their bladder and they did not feel a pulsating. The patient tried to connect and tried all they setting, but got "nothing" from their ins. The caller reported that normally the patient cannot go past 0.85 because it would be uncomfortable, however the day prior to the call the patient increased to 1.5 and still did not feel a thing except "something charging into [their] left buttock." According to the caller the patient's uti was in (B)(6) and again stated that they checked their device because they did not feel the pulsating down there. When the patient had the uti they indicated that they had pain at the implant site and it kind of went away after the uti resolved. According to the patient they were in the hospital for 5 days with really strong antibiotics which eventually got the uti to go away. Patient status is unknown at the time of this report. There were no further complication reported or anticipated.